Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. A small amount of contrast medium residue was observed in the balloon- and inflation lumen. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion 80 percent stenosis degree) in the severely tortuous rca. During lesion crossing resistance was felt and the stent dislodged from the delivery system during the attempt to withdraw it. Thus, the stent was adapted against the vessel wall using a pantera leo balloon catheter. Another orsiro mission stent was used to complete the intervention.